Event description:
The central monitoring station has a redundant array of independent disks (raid) hard drive back up on it. After a recent upgrade of the devices software from version 3-40 to 5-20, if the device where to experience a hard shut down it would go into an endless reboot cycle. This was not the case prior to the upgrade, staff could interrupt the boot up of the central nursing station software and allow the raid verification program to complete its check and then start the program. That is not the case now and nihon koden has no way to interrupt it. This prevents staff from sending date to the electronic medical record (emr) and monitoring 30 rooms from a central location.